Manufacturer narrative:
Correction: patient demographics now provided. They were reported to have been provided on medical device report (MDR) follow-up 2 but were inadvertently not pulled in to the MDR. Additional information: upon further follow-up, the medtronic representative reported that the issue has still not been resolved as the log analysis on both imaging system and navigation sides haven't highlighted specific defects / failures. There is currently no reported impact to the customer, as they are not using both systems together. Each of the system's are in specific operating rooms, adult vs pediatric.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Log evaluation found that an intermittent transfer error occurred, however the logs provided no additional insight into the root cause of the anomaly. A separate software investigation in the imaging system logs found that the reported event was unrelated to the imaging system software. The software functioned as designed.

Manufacturer narrative:
Patient demographics provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported complaint. They reported that the transfer error messages would appear on the navigation system. The representative confirmed all hardware components were to specifications.

Event description:
A site representative reported that, while in a cervical spinal fusion, the navigation system would not receive images from the imaging system. No additional information was provided in regards to the image transfer. The surgeon elected to complete the procedure without navigation. Following the procedure, an imaging system confirmed that the screws were placed accurately. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.